Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen at 763.6 mcg/day via an implantable pump for intractable spasticity. It was reported a motor stall occurred on (B)(6) 2019 at 4:07 am. The motor stall was seen upon interrogation and was active. The patient had not had a magnetic resonance imaging procedure (MRI). Electromagnetic interference (emi) considerations and motor stall considerations were reviewed. It was confirmed there were no emi/magnetic sources present. It was reported the pump was being replaced that day, (B)(6) 2019. The rep indicated the device would be returned to the manufacturer for analysis. The patient had experienced increased tightness and tone. No further complications were reported or anticipated.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper shaft of gear number two. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The explanted device was shipped back to the manufacturer for analysis on (B)(6) 2019. The tracking number was provided. It was reported that there have not been any factors identified which may have caused or contributed to the motor stall. The patient's weight was not available. It was indicated the information provided had been confirmed with the physician/account.